Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side, device rupture diagnosed via ultrasound. Device status is unknown.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: openings were observed on posterior and anterior side assessed as surgical damage, broken observed on posterior side assessed as surgical damage, one opening observed on posterior side assessed as surgical impact (shell thickness was within specification) and missing shell assessed as inconclusive. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Non-penetrating nicks observed. No further actions are required as the device was implanted."

Event description:
A healthcare professional reported left side rupture diagnosed via ultrasound. Healthcare professional reported "adenopathies in armpit". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b6, d6a, d6b, h6. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
A healthcare professional reported left side rupture diagnosed via ultrasound. Healthcare professional reported "adenopathies in armpit". The device has been explanted and replaced.